Event description:
The cement was being used for a hip case and it started to go off at 3 mins, with the setting time at 7 mins. Case confirmed as originally planned without any delays or medical intervention.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.